Event description:
Pt coded. While being treated, pt was given dopamine through peripheral IV line in right forearm. Arm was noted to be dusky and regitine protocol was initiated. Arm became necrotic. Due to pts medical condition, the pt & family have refused any further intervention.